Manufacturer narrative:
The investigation of the production batch records did not provide conclusion for root cause. No earlier complaint registered for this lot. Should additional fact prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
Event occured in united kingdom, i.e. Outside USA. The patient had been performing intermittent self catheterization (isc) for 2.5 years without any problem. At one occasion, while inserting the catheter tube in to the urethra, he noticed a notch on the upper half of the catheter tube, about 6.5 cm from the funnel. He stopped inserting the catheter and withdrew it instead, before the notch entered the urethra. No injury reported. The patient used the other products in the box, and they had no defects.